Event description:
The customer reported that the system displayed an interlocking failure during the boot up process. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltages were checked and within normal limits. The generator interface board and the printed circuit board were replaced. The system was tested and found to be working as intended and put back into service.